Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad did not work. The event occurred upon power up in the laboratory cardiology area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection found the cause was a failed keypad. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not working' which was reproduced during service. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.